Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a beeping sound that showed replace system controller. The controller was exchanged and the alarm resolved. Log files were submitted and captured controller internal fault alarms on (B)(6)2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the submitted log files; however, it was not reproduced. Data from the reported event date of 05nov2024 in the submitted controller event log file was reviewed. On (B)(6) 2024 at 23:12:51 while connected to the mobile power unit (mpu), the controller internal fault alarm activated due to boost ov fault. The pump voltages were recorded within expected values (14.68v and 14.67v) at the time of the fault¿s activation. The alarm remained active until the controller was reset. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and was able to support pump function for an extended period of time. No atypical alarms were produced during testing. During the voltage monitoring/boost verification portion of functional testing, the controller had lower than expected output voltage (pwr_a) and output voltage (pwr_b). The controller was opened and internal inspected. The driveline wires and boost_ov signals were checked for higher resistances, and no atypical values were observed. The system controller was run with a test mobile power unit, but the controller internal fault alarm was not reproduced. The provided information stated that the alarm resolved after the controller was exchanged. The lower-than-expected voltage output of pwr_a and pwr_b could have contributed to the reported event; however, a root cause for the reported event cannot be conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including the controller fault alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. B) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.